Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic dissection with a conformable gore® tag® thoracic endoprosthesis. It was reported there was some difficulty advancing the device through the iliac artery due to the patient's tortuous anatomy. However, the device was successfully able to be advanced into position and deployed with no issue. After withdrawal of the delivery catheter it was identified that the leading olive completely separated from the catheter. The olive was reportedly still within the sheath. It was reported the cause of the olive separation was due to a kink in the non-gore sheath. The olive was removed along with the sheath. The procedure was concluded with no further issues. Final angiography showed exclusion of the dissection, and the patient tolerated the procedure.